Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was later reported that the patient was receiving therapy and no further follow-up was planned. It was later reported that the patient had wound dehiscence and drainage. The culture was taken from the wound and resulted in system colonization of (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an infection and a revision was going to be done. The pump was delivering fentanyl. It was later reported that the pump was poking out of the patient¿s skin. The pump was replaced and put into a new pocket on (B)(6) 2013. The patient returned to the clinic on (B)(6) 2013 for a pump refill and to have the ptm (personal therapy manager) coupled with the new pump. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), explanted: (B)(6) 2013, product type catheter; product ID 8596sc, serial# (B)(4), explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was later reported that the pump and catheter were replaced due to a (B)(6) infection. The patient was reported to have been ¿fine¿ following replacement.